Event description:
During a gastrointestinal bleed the needle popped out side of the catheter.

Event description:
During prepara5tion for a gastrointestinal bleed the needle popped oout side of the catheter.